Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader was reviewed. The dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an unspecified reading issue with the adc freestyle libre reader. As a result of the reading issue, the customer experienced a medical event and had called the emergency services however, no further information was provided. There is no information to indicate that the device caused or contributed to the reported death.

Manufacturer narrative:
The reported reader has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an unspecified reading issue with the adc freestyle libre reader. As a result of the reading issue, the customer experienced a medical event and had called the emergency services however, no further information was provided. There is no information to indicate that the device caused or contributed to the reported death.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an unspecified reading issue with the adc freestyle libre reader. As a result of the reading issue, the customer experienced a medical event and had called the emergency services however, no further information was provided. There is no information to indicate that the device caused or contributed to the reported death.